Event description:
A report was received that the patient was experiencing device related ventricular extrasystoles. The physician increased the dosage of the patient's oral medication (carvedilol) and the event was resolved.

Manufacturer narrative:
Additional information was received that the ventricular extrasystoles was not device or procedure related.

Event description:
A report was received that the patient was experiencing device related ventricular extrasystoles. The physician increased the dosage of the patient's oral medication (carvedilol) and the event was resolved.